Event description:
It was reported to st. Jude that in 2003, the pt was admitted to the hospital experiencing vt at about 180bpm with no apparent intervention of the device, although the programmed cut-off rate was 162bpm. Tachycardia was terminated with an external shock. Two days later, constant noise on the bipolar and far-field channels was observed without the presence of any markers at all. In 2004, during a follow-up visit noise was again observed. It was also noted that in one week there was a rapid drop in the battery voltage. The ICD was explanted.